Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device will not pass the downstream occlusion (dso) test. Per reporter, the event occurred during preventive maintenance and there was no physical damage. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service in the review period. Event history was not available to review. Functional testing was performed, including pressure switch test, and verified primary problem that the device would not pass downstream occlusion test. The cause was a faulty downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue and the device passed all functional tests after the repair.